Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the reported device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary orbital atherectomy procedure using a csi orbital atherectomy device (oad), it was reported that the patient presented with chest pain. The target lesion was located in the left anterior descending (lad) artery and was 90% stenosed. Multiple attempts were required to access the lesion, and the oad was noted to jump forward as it crossed the lesion. The patient presented with chest pain, which was not fully resolved during the procedure. The procedure was completed with stent placement, and the patient remained in stable condition.